Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the patient's shunt is set to pressure level 2.0 his symptoms settle after a day and than recur after 5 to 7 days. A CT scan that was taken showed collapsed ventricles. When the patient's shunt is set to pressure level 2.5 his symptoms again settle after a day and then he becomes drowsy after a similar time. A CT scan that was taken showed dilated ventricles. It was also reported that the patient's problem started about six months after the valve was implanted and that he has needed a pressure level adjustment every week.